Event description:
It was reported that the customer was hospitalized for six days due to diabetes ketoacidosis. Troubleshooting was not performed because the customer did not have an infusion set or reservoir in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.